Event description:
Flexcath select sheath was being used was being used with a phased rf catheter for paf ablation procedure. During the procedure, after transseptal puncture, the dilator was removed from the flexcath select sheath and the physician he noticed a few small white-blue scraps on dilator, but he continued procedure. After the ablation procedure was completed, with all pulmonary veins isolated, the flexcath select sheath was removed from the patient. The technician re-inserted and removed the dilator from the sheath. They again observed some white-blue scraps on the dilator. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and material analysis (ftir analysis) was conducted. The reported issue was confirmed through testing. The device failed the returned product inspection due to a damaged (delamination and flaking) hemostasis valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.